Event description:
Revised components due to repeated dislocations. Components were revised to a larger proximal restoration modular cone body on left hip.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding dislocation involving a 23mm mod rev hip bdy/blt +10mm component level 9006-1-123 was reported. A dislocation occurs when the femoral head separates from the acetabular liner. While it was noted that they revised using a larger restoration modular body, there is no indication the modular body contributed to the dislocation. There are no allegations against the product reported in this investigation.

Event description:
Revised components due to repeated dislocations. Components were revised to a larger proximal restoration modular cone body on left hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.